Event description:
It was reported that the flush port broke away from the catheter handle. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The flush port broke away from the catheter handle. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, flow testing, and microscope inspection. The strain relief/luer was found to be separated and the flush port was not returned. A guidewire was inserted through the catheter. The catheter was deployed to the basket and flower shapes successfully. The flushing test was not possible because the strain relief/luer were separated. The catheter was viewed under microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer can be seen. The reported clinical observations were confirmed by the analysis results. Initial reporter phone: (B)(6).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The flush port broke away from the catheter handle. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.